Event description:
It was reported that several vf detections and aborted charges due to noise were observed. Fluoroscopy revealed insulation anomaly. At explant, insulation damage was confirmed.

Manufacturer narrative:
Analysis found outer insulation abrasions at 20.0 to 21.3 cm from the connector pin, exposing the rv cables. This would cause the reported noise, when in contact with the ICD. The lead abrasions are consistent with that produced by friction with the ICD can.